Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Sometime later the same day, the patient received inaccurate cgm readings before she collapsed. At an unspecified time, the cgm reading was 278 mg/dl, while the blood glucose (bg) reading was 217 mg/dl. The patient's husband received an alert on his follow app indicating that there was no cgm data. He called her, but she did not answer. Concerned, he went home to check on her and found her lying unconscious on the couch at 12:00 pm. He treated her with glucagon, but she remained unresponsive, prompting him to call emergency medical technicians (emt). The patient reported that she did not experience any symptoms before losing consciousness. Emt arrived around 01:00 pm and administered IV glucose. The patient regained consciousness around 02:00 pm. Emt took a bg reading, which was 31 mg/dl, and noted that there was no reading on her sensor as it had completely failed. Emt left around 02:20 pm. At the time of the report, the patient was experiencing a mild headache. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator before the patient collapsed. At an unspecified time, the reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.